Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the stoma stricture during a dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was inflated to 18mm with 3 atm, deflated, re-inflated to 19mm with 4.5 atm, and deflated again. When attempting to inflate again, the balloon burst at 5.2 atm. Reportedly, the physician removed the balloon from the patient, and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.